Event description:
Pt is a woman who had spine plates and screws implanted to reduce back pain. Prior to surgery pt had been experiencing back pain. 6/91, pt had spine plates and screws removed because of excruciating pain. Since implant removal she has been experiencing problems with urinating and with diarrhea. 1992, diagnosed s1 joint problem and neurogenic bladder. 1993, diagnosed neurogenic colon.